Manufacturer narrative:
The customer¿s report of leaking at the anti-siphon valve was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed leaking at the engagement between the top of the anti-siphon valve and the pvc tubing. The root cause of the leak was excessive pressure being exerted during the push of the fluid from the attached syringe. The customer was notified that this specific type of set is not designed for push medications.

Manufacturer narrative:
Concomitant medical products: 10ml bd plastipak syringe, therapy date unknown. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they noticed leaking at the anti-siphon valve when connected to a 10ml ns syringe while on a patient. There was no patient harm.